Manufacturer narrative:
There are no known lab cultures to confirm the presence or type of infection present. The symptoms were reported more than 3 months after the implant date. Patient compliance with post-operative wound care instructions is unknown. Cause and source of the suspected infection is unknown.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat head pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the implanted leads targeting the occipital nerve. On (B)(6) 2025 the patient presented with suspected infection at the site of the implantable pulse generator (ipg) pocket. A full system explant was performed due to the suspected infection.